Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site for investigation as it was discarded by the surgery site. A product evaluation could not be performed; and therefore, the customer's reported event could not be confirmed. Manufacturing record review: a review of the manufacturing records was performed. The manufacturing process record was evaluated. No non-conformance reports were identified that were related to the customer's reported event. As per review of the device history record (DHR), product was manufactured and released according to specifications. A search on complaints revealed that no other complaint was received for this production order number. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. Based on the results of the investigation there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Age/date of birth: unknown, not provided. Sex/gender: unknown, not provided. Date of event: unknown, not provided. If implanted, give date: unknown, not provided. If explanted, give date: unknown, not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens, model za9003, was performed. The doctor fully inserted the lens but it had to be removed because it was too unstable due to the capsular tear. A non amo anterior chamber lens was implanted as the replacement lens. An incision enlargement and an anterior vitrectomy were performed. The explanted lens was reported as discarded by the surgery center. No additional information was provided.